Event description:
During a percutaneous coronary intervention (pci), when attempting to introduce the adroit guiding catheter through a radialsource sheath (lot# w18499780) severe spasms occurred (after waiting for 5 minutes) the physician had to change to the femoral artery. The patient was treated with perlinganit. An avanti sheath was then used in the femoral artery which friction was felt again but was able to complete the procedure with the same catheter. There was no report of patient injury. The physician commented that the moment the catheter came out of the sheath, he felt very high friction. The adriot catheter was prepped per IFU instructions. No anomalies noted prior to patient insertion. There was adequate continuous flushing of the device. Other devices were successfully used prior to the events.

Manufacturer narrative:
Complaint conclusion: information received from an account indicated that while introducing an adroit guide catheter into a radial source sheath, resistance/friction occurred and the patient experienced vessel spasm. The spasm was treated with perlinganit (nitroglycerin. After waiting for five minutes the physician decided to change the access site to the femoral artery. An avanti sheath was then used in the femoral artery. While inserting the guide catheter through the sheath, friction was felt again, but the physician was able to complete the procedure with the same catheter. There was no report of patient injury. The physician commented that the moment the catheter would come out the sheath, he felt very high friction. The adroit catheter was prepped per IFU instructions. No anomalies noted prior to patient insertion. There was adequate continuous flushing of the device. Other devices were successfully used prior to the events. The devices were not returned for evaluation. DHR for pi1-ihpmos: a review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Arterial spasm is a known potential adverse event associated with transradial arterial access and is reported as occurring at a rate of 14.7%. Do to the incidence of arterial spasm associated with radial access the use of an anti-spasmotic cocktail has become a routine part of the procedure. As for the reported resistance/friction that was encountered, without the return of the devices, it is not possible to confirm the incident or establish a relationship between the event and the device. There is nothing in the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.